Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual, functional, or dimensional analysis could be performed. A 3mensio and video were provided by the complaint site. It was observed the leaflets and annulus were calcified. The valve was almost fully inflated. The inflation balloon burst towards the end of deployment. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A complaint history review on confirmed device complaints (returned and no product returned) from (B)(6) 2020 to (B)(6) 2021 for the certitude delivery system (all models and sizes) revealed other similar complaints. Available information suggests that patient factors may have contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, balloon rupture: if delivery system balloon ruptures or leaks during deployment without thv embolization do not use excessive force. Take care when removing the delivery system through the tip of the sheath. Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system. Balloon rupture: step by step: attempt to visualize location of tear either in tee or via angio through the pigtail or system. When removing, ensure the delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from expanding at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Call a surgeon and convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the provided procedural imagery. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, based on a review of the DHR, lot history, and complaint history, there is no evidence to confirm that a manufacturing nonconformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the report, the balloon ruptured during inflation. Per medical opinion, the cause of the balloon burst was calcium. Furthermore, as per the provided imagery, calcification was present in annulus and leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. The complaint for balloon burst was confirmed. No manufacturing non-conformances were able to be identified. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. No IFU/labeling/training manual inadequacies was identified. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 26mm sapien 3 ultra valve in the aortic position using transapical approach, the balloon ruptured when it was approximately 80 percent inflated. Post dilatation was performed. The valve was implanted well in an 80:20 aortic/ventricular position. The device was removed without issue. No extra volume was used during valve deployment. The patient was doing well after the procedure. As per medical opinion, the cause of the balloon burst was the calcium.